Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and replaced the safety valve. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).